Event description:
Anesthesia screen went blank during a case and the ventilator stopped working. The anesthesia machine had been tested that morning and it worked fine. Another machine was immediately brought to the operating room. The anesthesiologist used an ambu bag to ventilate the patient until the second machine was connected. There was no harm to the patient.======================manufacturer response for anesthesia machine, draeger (per site reporter).======================technician from the company came to the hospital and ran a diagnostic on the machine. No problems were found.